Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The rptr claimed that the buttons are continuously pressed down as if someone is pressing them, even after they have let go of the button and the buttons are sticking together and getting worse. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.